Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that clinician needs a replacement iunihg screw for a biomet certain 4.1mm implant. The screw was fractured inside of the implant. Cs rep sent over removal tools for the screw that is currently stuck inside. No tooth number provided.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified a fracture at the bottom threads. This portion is bottom section of the screw and was stuck inside. It has been removed by the clinician and sent to zb. Top section of the screw has been discarded. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location and length of usage are unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.